Event description:
It was reported that (1) device was used during a pd procedure. It was reported by the affiliate that the cs23c jaw broke (did not fall into pt). Another device was used to complete the case. There was no consequence to the pt.